Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not dispensing. A technical support specialist confirmed that the customer identified a billing configuration change that altered the pyxis interface identifier (ID), causing a formulary issue. Hospital information technology (it) team reversed the change, restoring the correct formulary product. The system functioned as intended after the hospital information technology (it) team diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was not able to pull influenza medication and station indicate that the product was not on formulary. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.